Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx438t) was implanted during a procedure performed on (B)(6) 2025. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Event description:
The complained product was sent to the manufacturer and the investigation has been completed.

Manufacturer narrative:
Visual inspection: during the investigation, moldy residue on all components were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav / 2.0 does not operate within the accepted tolerance in the horizontal position. A slower outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the components, deposits were found. Results: in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. In this particular case, the combination of the time between explantation and submission of the product meant that the deposits in the shunt system had already become moldy. This also further affected the test results. According to the results of the investigation, a reduced outflow of the progav 2.0 was detected. The visible deposits led to the functional deviation. Furthermore visible, moldy deposits within the pediatric prechamber and the peritonealcatheter were determined. The deposits had no effect upon the specifications at the time of the examination. The components operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.